Event description:
(B)(4). I have had chronic hip pain (aching)....in the last year it has been really bad...I am also having low blood sugar/ blood pressure reactions to something. Also starting in the last year. Chronic fatigue, blurred vision, stubborn belly fat??? All of which have zero explanation? ???